Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set leaked. It was further reported, the line was observed broken ¿between where the y attaches to the cvc and the y-site¿ and approximately a 2-inch diameter of blood was noted on the patient¿s bed. The y connection site was still attached to the patient's ¿red cvc (central venous catheter) lumen¿. There was no patient injury or medical intervention associated with this event. No additional information is available.